Manufacturer narrative:
B3 date of event - approximate date used for when the manufacturer was aware of the event.

Event description:
It was reported that this artificial urinary sphincter was removed due to unspecified reasons. Upon explant, a hole in the cuff was found noted per video. No patient complications were reported.